Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia sweat and heart palpitations. The customer¿s blood glucose level was over 400 mg/dl and treated with shot of insulin. Customer called states that they were having problems with insulin pump. Customer states that they cannot read the serial number. Customer did not report other drugs taken and medical devices utilized. Customer states the battery type was selected correctly after the self-test and test did not pass. The device will not be returned for analysis.